Event description:
The patient's family reported that shortly after implant the patient was overstimulated. The family reports that since the event the patient has been forgetful. The patient is being evaluated by a neurologist.